Event description:
Surgery to reposition for better seating of the device is being discussed. Advanced bionics is in the process of gathering more info; once more info is available, a supplement report will be submitted.